Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Empty, device fired through lockout, indicator wheel failure. H3. Evaluation summary: the analysis results found that the el5ml device was received with the orange indicator beyond its intended position. When testing the device for functionality, it was noted to be empty and the lockout mechanism was fired though. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is force closed, once the last clip lockout has engaged, the jaws may remain closed. However, the reported event could not be confirmed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.